Event description:
It was reported that a large volume intermate over infused medication during infusion and the bladder ruptured. It was observed that the infusion passed in 24 minutes. It was also observed that the bladder ruptured. This issue was described as, ¿estimates that the membrane has cracked at 3/4 of the infusion, i.e. 6 to 10 min before the end of the infusion, estimates a few ml of product lost without being able to give a precise quantity¿. This occurred during patient infusion with human alpha1-proteinase inhibitor. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the lot number (10) is unknown; therefore, the UDI number only will contain the device identifier ((B)(4)). E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6 (update codes), h11. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.